Manufacturer narrative:
(B)(4). The reporter has declined to provide allergan further information regarding event, product, or patient details. The events of edema and inflammation are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events.

Event description:
Healthcare professional reported one day after injection in the "face" with juvederm ultra xc, the patient developed "edema and inflammation in same areas where the product was applied." The patient was treated with kenalog and antihistamine. Patient symptoms resolved one month after injection.